Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, blue rubber from the sponge was found in the surgical site. No surgical delay, no adverse consequences, and no medical intervention were reported.